Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test and sc1 cap locks properly into the reservoir compartment. Pump received with intermittent button response on the up button. The keypad overlay was removed to perform visual inspection and found flattened (creased) keypad dome switch on the up button. The following were noted during visual inspection: scratched keypad overlay. Cosmetic damage at up button (crack) was not confirmed, however, other cosmetic damage was noted. Pump received with intermittent button up button response due to flattened (creased) keypad dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1885 that was returned for product analysis.